Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the patient met with a doctor on (B)(6) 2016 and the implant was off. The hcp turned therapy back on and the patient was instructed to call back if her urinary symptoms were not relieved. It was unknown when the patient had a return of symptoms. The patient later reported that she was still not getting any urinary symptom relief. She recently had taken a fall and had experienced a shock as well. The patient programmer (pp) confirmed the implant was currently off. It was confirmed that the patient was able to increase stimulation from 1.0v to 1.3v on program 3 and it was comfortable. The fall and shock occurred in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.